Event description:
Caller reported cartridge alarm 20, which did not cause the customer's blood glucose level to exceed 500 mg/dl and was within normal range. Technical support confirmed multiple alarms with consecutive cartridges and decided to replace the customer's pump to address the issue. The customer, whose pump was still under warranty, opted for backup therapy using multiple daily injections and will receive a replacement pump equipped with updated software.